Event description:
It was reported that during a radiation necrosis ablation procedure, cold pixels were witnessed. There were no patient complications reported in relation to this event. If additional is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.